Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error. The blood glucose reading was 160 mg/dl. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error after boot up and intermittent button response on the act button due to moisture damage on keypad traces noted. The insulin pump has cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and cracked lcd window.